Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent with off-label patient anatomy. Approximately one (1) month post initial procedure, the patient presented with a type ia endoleak. However, the exact date of event is unknown. The physician plans to re-intervene and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment identified evidence of a type ii endoleak from the lumbar artery which was not initially reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type 1a endoleak was confirmed. The event is most likely user related due to the use of the device in off label neck anatomy. The procedure related harms identified were type ii endoleak from the lumbar artery which was not initially reported. The final patient status was reported being stable and will undergo a secondary procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent with off-label patient anatomy. Approximately one (1) month post initial procedure, the patient presented with a type ia endoleak. However, the exact date of event is unknown. The physician plans to re-intervene and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent with off-label patient anatomy. Approximately one (1) month post initial procedure, the patient presented with a type ia endoleak. However, the exact date of event is unknown. The physician plans to re-intervene and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment identified evidence of a type ii endoleak from the lumbar artery which was not initially reported. Additional information: on (B)(6) 2020, an open repair was performed and the ovation devices were explanted. During our investigation an aortic ruptured was identified.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) ovation ix main body and two (2) ovation ix iliac limbs for evaluation. The devices were shipped in a biohazard explant returned container. Blood and tissue residue were present upon receipt. The devices were decontaminated. A visual analysis was performed. The integrity of the graft appears to be intact with no visible defects for the two (2) ovation ix iliac limbs. The ovation ix main body was returned in two (2) pieces. The stent crown was missing and only one (1) ring of the proximal section of the graft was returned. It appears the main body was cut into pieces when the being explanted. Due to the missing section and damage to the stent graft, this evaluation is inconclusive. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type 1a endoleak and surgical conversion (explant) were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that a type 2 endoleak (non- device related failure) of the lumbar artery and an aortic rupture occurred. The type ii endoleak of the lumbar artery was discovered during review of the one month post implant computed tomography (CT) scan and the rupture was discovered during a review of the 10 month post computed tomography (CT) scan. The most likely causation for the type 1a endoleak is user related due to the off label neck anatomy diameter at first ring was 45.7mm should be between 16-30mm, the type 2 endoleak (non- device related) is anatomy related, the rupture and surgical conversion (explant) are related to the type 1a endoleak. The procedure related harm identified was post operative respiratory insufficiency due to pneumonia as the patient is noted to have been a current smoker. The final patient status was discharged home stable on the thirteenth post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated . B5: describe event or problem has been updated. B6: relevant tests and lab data has been updated . B7: relevant tests and lab data . H3: device evaluated by manufacturer has been updated . H6: method code: remove code remove 4114 and 4117. H10: additional mfg narrative has been updated.